Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was confirmed. Error code 41622 emerged multiple times during functional tests. Defective optic cam flex sensor switch was not operating as intended and it was replaced. Performed a full pm (preventive maintenance) and all functional test. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error 41622. No patient injury was reported.